Manufacturer narrative:
Block a1: (B)(6). Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6), md. Australia block h6: patient code e1405 captures the reportable event of dyspareunia. Patient code e2330 captures the reportable event of pain. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2010. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; pain inter; diff bowel; rec incont; aggrav incont; psych nonsurgical treatments: the patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to treat multiple issues. Treatment duration: few years. Additional information received on august 19, 2022. The procedures performed on (B)(6) 2010 were vaginal hysterectomy, anterior and posterior repair, vaginal vault suspension, tension-free vaginal tape, and insertion of suprapubic sling. The patient was treated for rectocele.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2010. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; pain inter; diff bowel; rec incont; aggrav incont; psych. Nonsurgical treatments: the patient was treated with physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to treat multiple issues. Treatment duration: few years.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.